Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the pump shut off unexpectedly, however, the customer declined to provide additional information. Customer's blood glucose ranged between 200-280mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.